Event description:
The pt reportedly experiences sound quality issues. The pt also experiences pain and overly loud stimulation when taking off the external equipment. Testing revealed that the device is functioning. Surgery to explant the pt's device will be scheduled.